Event description:
High impedance, > 4000 ohms, was reported, and an apparent lead fractured was noted via fluoro. The lead was explanted and replaced. No patient complications have been reported as a result of this event.